Event description:
A remstar auto a flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found a foam degradation. In addition, the device had error codes e7 (error_software), e51 (err_corrupt_compliance_log), e53 (err_comp_log_sem_timeout), e55 (err_therapy_queue_full) as well as e65 (error_stuck_encoder) and found a dust contamination inside the blower kit. The device was scrapped by the service center after the evaluation was completed.